Manufacturer narrative:
Device evalution; the device was returned intact and functional with moderate yellowing; the device weighed 3.7g over specification.

Event description:
Capsular contracture baker grade 3- right side.